Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited loss of capture (loc) on the left ventricular (lv) lead. The involved lead is a non boston scientific product. The health care professional (hcp) stated the patient will be further evaluated in clinic. No adverse patient effects were reported. At this time, this device system remains in service.